Manufacturer narrative:
(B)(4). The customer (biomedical engineer) has advised physio-control that they removed the front case of the device and confirmed proper internal connectivity of the cables and pcb assemblies. After reinstalling the case, proper device operation was observed through functional and performance testing. The device will be returned to service for use. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device would not power on completely. There was no report of any patient use associated with the reported issue.